Manufacturer narrative:
The event code was cleared from the memory of the device and thereafter did not return. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined. The reported issue of the unexpected power loss could not be verified and the cause of this reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device turned off twice while in use with a patient. The device subsequently displayed an event code which is related to a potential issue with the device's ability to deliver energy. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was able to verify the reported issue. The device has been returned to stryker for additional evaluation and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device turned off twice while in use with a patient. The device subsequently displayed an event code which is related to a potential issue with the device's ability to deliver energy. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however, there was no adverse event reported.